Event description:
The rotablator device was used on the 1st segment/portion of the left anterior descending and diagonal. The cariologist returned to left anterior descending to complete the procedure and the burr got stuck on the wire. The physician was unable to both dynaglide the burr off or advance the wire. The entire system was removed. A dissection of the left anterior descending and diagonal were noted. The pt was then taken to the operating room for bypass surgery.